Manufacturer narrative:
(B)(4).

Event description:
It was reported the camera head lens int sys had a glare on the screen and nothing could be seen. This occurred during the procedure, a backup device was available and used. There were no delays or patient injuries reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Complaint of glare on live video could not be reproduced. Product passed functional testing during 12 hour burn-in with no glare or interference. All functions perform as expected.